Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported aspiration was lost during the procedure. The location of the intended treatment site was located in the iliac/ superficial femoral artery (sfa). An angiojet® solent¿ omni thrombectomy catheter was primed and advanced into the patient. Aspiration was started, ran for a couple of seconds and quit when a check saline error occurred. The procedure was completed with a new catheter. No patient complications were reported and the patient status was stable.